Event description:
Legal counsel for the patient reported that patient underwent bilateral m2a hip arthroplasty on (B)(6) 2004 (left) and (B)(6) 2004 (right). Patient's legal counsel further reported that left hip revision procedures were performed on (B)(6) 2012 and (B)(6) 2012 for unknown reason. Additional information received from patient¿s legal counsel reports patient allegations of pain, dysfunction, loss of range of motion and corrosion of trunnion. Review of invoice histories indicates that the acetabular cup and modular head were removed and replaced with a cement spacer mold during the revision procedure on (B)(6) 2012. The cement spacer mold was removed and replaced with new acetabular components and a modular head on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6) 2012, left hip revision noted the revision was due to pain and elevated metal ion levels. Operative report further noted the presence of corrosion of the trunnion, debris, staining and thickening of the tissues, and cloudy fluid. No infection was detected. No revision procedure has been reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01627 & 2013-05504 & 2014-03368/ -03669).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.